Event description:
It was reported, the patient lost coverage following a car accident. It was noted, the patient underwent a lead revision. It was reported that following the revision, the patient had the coverage they needed on the right side. It was noted, the patient had abdominal discomfort, even with stimulation off. It was reported the patient¿s physician thought the discomfort might have to do with how they bonded around the patient¿s laminectomy. It was noted, the physician wanted to go in and remove a portion of the lead to resolve the issue. It was reported that upon opening the incision from the previous revision, there was no issue with the lead. It was noted there was no replacement. It was reported the patient¿s abdominal pain had resolved and was getting effective therapy. It was noted no partial explant was per formed.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that there were a series of surgeries on (B)(6) 2014 where the coverage provided by the spinal cord stimulator (scs) had to be adjusted because it stopped providing complete coverage after an (B)(6) 2013 auto accident, where the patient was rear-ended.